Event description:
It was reported that on (B)(6) 2022 a 29mm portico ng valve was implanted on successfully. Prior to the valve implant, pre-dilatation was done. The patient had a transient left bundle branch block (lbbb) after valve deployment and disappeared after one minute. It was confirmed that a balloon aortic valvuloplasty (bav) was not after implantation. Patient remained hemodynamically stable, throughout the procedure and no clinically significant delay in the procedure. Post procedure on (B)(6) 2022 the patient required a bav. On (B)(6) 2022, the patient had a first degree heart block and a lbbb. A dual chamber pacemaker was implanted on (B)(6) 2022. The patient was reported to be recovering in hospital. The reason for a bav two days post implant of the portico valve is unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia and implant of a permanent pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 medical device problem code 4001 was removed. H6 medical device problem code 2993 was added.

Event description:
It was reported that on (B)(6) 2022 a 29mm portico ng valve was implanted on successfully. Prior to the valve implant, pre-dilatation was done. The implant depth was 8.5mm and had calcification extending beneath aortic annular plane in the interventricular septum. The patient had a transient left bundle branch block (lbbb) after valve deployment and disappeared after one minute. It was confirmed that a balloon aortic valvuloplasty (bav) was noted after implantation. Patient remained hemodynamically stable, throughout the procedure and no clinically significant delay in the procedure. On (B)(6) 2022, the patient had a first degree heart block and a lbbb. A dual chamber pacemaker was implanted on (B)(6) 2022. The patient was reported to be recovering in hospital.